Event description:
A medtronic rep reported the site notified her that the 6.5 legacy tap is clogged. This event was reported outside of the surgical arena and no pt was present.

Manufacturer narrative:
No pt was present at the time of event. Device lot # and manufacture date are unk pending part return. An RMA has been issued to this case and replacement shipped. The device has not been returned to the MFR for eval.